Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d8, g3, g6, h2, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the forceps cover glue peeling was due to aging or a result of external force such as strong rubbing on the part in normal use including reprocessing. The following is included in the instructions for use which can detect the event: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Per the legal manufacturer, an air/water leak as included in the initial MDR has no potential to cause or contribute to death or serious injury if the malfunction was to recur.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The bx channel was leaking and had internal tear marks. In addition, the forceps cover glue was peeling, and the probe unit was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope had air/water leakages. No patient involvement was reported.